Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed that the vision side cart (vsc) had start up issues and replaced the common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The vsc ccc was returned for failure analysis, and the reported failure of the console not connecting to the rest of the system was replicated and confirmed. In addition, error 297 was confirmed but not replicated. In artemis, error 297 was found indicating a hardware fault on aurora comm link and confirming that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to reported event. This vsc ccc was installed, program and tested on the dv5 in house gold system where programming was not possible, vsc console did not connect and did not power on replicating the reported failure. According to (B)(4) rev g, this vsc ccc cfg was tested on the debug station to confirm if this ccc was bricked and the result was the ccc is bricked. This ccc cfg was programmed according to (B)(4) rev c, then installed back to the system to verify the functionality of the ccc. The result is the unit functioned as expected. For confirmed issue: the complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during an internal service activity, the clinical sales representative (csr) contacted the technical support engineer (tse) outside of a procedure to report that the were walking by the room and noticed that the system was in a fault state. Caller stated that they tried multiple reboots with no change. Caller stated that they had an insufflator disabled message and a flashing blue power button. Tse asked if the site lost power and caller stated that the site lost power about an hour before the call. Tse had caller perform hard reboot with no change. Tse had caller boot up the components in stand alone mode and only the tower faulted. There was no patient involvement.